Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the final impaction of the femur to where impaction handle connects to femoral impactor was broke. All pieces were retrieved.

Manufacturer narrative:
It was reported that the final impaction of the femur to where impaction handle connects to femoral impactor was broke. All pieces were retrieved. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.